Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the high-pressure alarm occurs frequently. Per reporter, the event occurred while patient use, during patient administration. There was known patient involvement and no patient harmed reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device analysis: as a result of checking the log, it confirmed that there was a record of the high-pressure alarm occurred during pump operation or when the pump was powered on, on august 21 and september 21, 2024. Functional testing could not confirm the reported issue. The occlusion pressure detection level was within the standard. However, it was close to the lower limit. Possible defective downstream sensor or cassette product. Preventively, replaced the downstream sensor and the upstream sensor re-calibration. The device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.